Event description:
The cordless driver 3 was sent for service and it oscillated when the forward trigger was pulled during testing conducted at the MFR. There was no pt involvement or adverse consequences associated with the device. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
It was noted that ebox failure was the primary cause of the device running in the wrong mode. The ebox was replaced.